Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture thresholds. The lead was removed and replaced. It was also noted that the helix was difficult to retract, would not extend after removal, and had blood inside the lead. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of high capture threshold was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.